Event description:
Boston scientific crm received information that this device's tachycardia therapies were temporarily programmed off due to multiple inappropriate shocks the patient received due to a suspected fracture of another manufacturer's right ventricular (rv) defibrillation lead. A boston scientific field representative reported the lead exhibited high out-of-range pacing impedances and noise, even with the patient lying still. A separate rv pace/sense lead was implanted and tachycardia therapies were reprogrammed on; defibrillation testing following the replacement lead implant was successful. This device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for a separate observation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.